Event description:
A report was received that the patient was experiencing pain and intermittent stimulation due to migration and change in posture. The patient underwent a lead replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Sc-2317-50 (sn: (B)(4)). Device evaluation indicated that the complaint could not be verified the as reported observations with testing of the product return. However, visual inspection revealed that the lead was cleanly cut into two pieces approximately 30 cm from the distal end of the lead. The clean-cut damage is a result of a typical explant procedure and it is not considered a failure.

Event description:
A report was received that the patient was experiencing pain and intermittent stimulation due to migration and change in posture. The patient underwent a lead replacement procedure and was doing well postoperatively.